Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device displayed the alarm -no disposable-. The pump was changed and the alarm was resolved. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). Addtional information is provided in h6 and h10. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: d4 model number is corrected to null.